Manufacturer narrative:
(B)(4). D10 - associated medical devices: biomet bc r 1x40 us; item# 110035368; lot# ay46al0701. Articular surface fixed bearing posterior stabilized (ps) right 16 mm height; item# 42522400416; lot# 65400743. Stem extension straight splined uncemented 13 mm diameter +135 mm length; item# 42560113513; lot# 65265827. Femoral distal augment cemented size 5, 5+ 10 mm thickness; item# 42556605810; lot# 64897385. Femoral posterior augment cemented size 5, 5+ 10 mm thickness; item# 42556805810; lot# 64664253. Femoral distal augment cemented size 5, 5+ 5 mm thickness; item# 42556605805; lot# 65113692. Femoral posterior augment cemented size 5, 5+ 5 mm thickness; item# 42556805805; lot# 65405384. Femoral posterior augment cemented size 5, 5+ 10 mm thickness; item# 42556805810; lot# 64664253. Tibia fixed cemented right size d stem extension use required; item# 42542006702; lot# 65488529. Stem extension straight splined uncemented 15 mm diameter +135 mm length; item# 42560113515; lot# 64891311. Tibial central cone size fixed tibia; item# 42545000508; lot# 65506848. Femur cemented plus right size 5+; item# 42504605812; lot# 65120590. Hex headed screw 3.5 mm hex 48 mm length; item# 00590103548; lot# 65410760. Hex headed screw 3.5 mm hex 48 mm length; item# 00590103548; lot# 65410760. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had previously undergone a revision surgery due to pain, swelling, and loosening of the femoral implant. Subsequently, approximately one year and ten months later, the patient underwent a second revision surgery due to pain, loosening of both the tibial and femoral implants, and bone loss. Intra-operative findings during the revision included the presence of a pseudocapsule, wear of the patellar implant, and failure of osseointegration. All components were explanted and replaced with competitor products. Attempts have been made and no further information has been provided.